Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. Externalized conductors were observed via diagnostic imaging. An increase in pacing lead impedance and high capture threshold were also noted. Physician decided to turn off shock therapy from device. The lead remains implanted.